Event description:
On (B)(6) 2017 pt admitted into the hospital for stop lvad alarms. Kink noted 4 cm above controller. Pt placed on non-grounded cable which stopped alarms. On (B)(6) 2017 pt sent to ICU for evaluation by thoratec engineers for short to shield. Internal wire repair completed and pt returned to grounded cable without issue.